Manufacturer narrative:
The pump was returned to mmdg where it was evaluated for the complaint of failing to alarm "no flow out". During the investigation, motor was found to be worn and needing replacement. There is no indication that the pump failed to alarm.

Event description:
The initial reporter stated that the pump failed to alarm no flow out during testing in their facility. There was no patient involved in the event. [(B)(4)].